Event description:
The family member reported that the customer was hospitalized. It was informed that the customer tried to over bolus to commit a suicide. Bgs were not low at the time of call. It was indicated that the customer ate a lot of doughnuts prior to bolusing. The contact wanted to change the maximum bolus. Assistance was given with changing the bolus. The doctor did not recommend removing the pump from the customer yet. It was stated that the customer would be monitored.